Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button on his pump takes several presses, or one hard press to achieve a response. Reportedly, no boluses have been cancelled. There are reportedly no rips/tears in the rubber keypad. No blood glucose excursions are related to this issue. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the complaint regarding the ok button was unable to be duplicated. The keypad was found to be intact with no evidence of tearing or peeling, and all keys were found to be responsive. The keypad was removed and no contamination was found. The audio bolus button was torn but responsive. Unrelated to this complaint, the display was found to be faded, discolored, and hard to read. No improvement was seen when increasing the contrast level. The faded display was replaced with a test display, and testing was completed using the test display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.